Event description:
During a drug eluting stenting treatment procedure, the balloon ruptured. The lesion being treated was in the mid left anterior descending artery (lad). The lesion was predilated with a voyager balloon. After predilation a taxus express2 8.8% 2.5 x 20 mm stent was successfully deployed at the proximal end of the lad. Hoever, the physician realized that there was more disease in the distal end. The physician went down with the same voyager balloon distal to the first taxus stent and predilated up to 16 atms. A taxus express2 8.8% 2.75 x 32 mm stent was successfully deployed at the distal end of the lad, however, the balloon ruptured. The physician was able to inflate the balloon up to 10 atms for 25 secs. After successful deployment, a 3.0 x 13 m powersail balloon was used to post-dilate at 14 atms. The physician then went on and placed a third taxus express2 8.8% 2.5 x 24 mm stent in the lad, which was post-dilated with a 3.0 x 13 mm powersail balloon. The powersail balloon also ruptured at 10 atms. It was noted the physician went on and treated the circumflex artery. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."